Event description:
A software error was detected in the pump, identified by malfunction code malf 0. There was no adverse impact on the customer's blood glucose level. Cts provided pump reset information and assisted the customer with resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact technical support if the issue arose again.